Manufacturer narrative:
The patient ID, age, gender and weight are unknown. The patient was reported to be (B)(6). (B)(4), (sheath damage). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps was used during a gastroscopy procedure performed on (B)(6) 2011. According to the complainant, during the procedure, it was difficult to push the forceps through the gastroscope. The nurse withdrew the forceps from the scope and observed that the sheath was not fully covering the support coil all the way to the forceps. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.